Event description:
Procedure type: hernia. According to the reporter: balloon would not inflate. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 250cc. The case was extended by 2 minutes.

Manufacturer narrative:
(B)(4).